Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-51126. Related manufacturer reference number: 2017865-2025-51127. Related manufacturer reference number: 2017865-2025-51128. Related manufacturer reference number: 2017865-2025-51130. It was reported that patient had right atrial and right ventricular leadless pacemakers implanted on (B)(6) 2024. The patient's old system, including a dual-chamber implantable pacemaker and two leads, were explanted and capped on (B)(6) 2025. Patient arrived at a clinic check on (B)(6) 2025 with an infection at the site of the pacemaker removal. Symptoms included pain, swelling, redness, and discharge. Antibiotic treatment was successful in treating the infection. Patient was stable.